Manufacturer narrative:
The subject device was inspected at olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, past similar case and the cautions described in the instruction manual, omsc presumed that a piece of waste cloths and/or paper towels and so on clogged in the air/water nozzle due to inappropriate reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the air/water feeding was insufficient. The field service engineer checked the subject device on-site and found that there was the foreign matter in the air/water nozzle, and the foreign matter was clarified as paper clutter. There was the possibility that insufficiently or incorrectly reprocessed subject device might be used for next procedure. There was no report of patient injury associated with the event.